Event description:
It was reported that during a laparoscopic appendectomy procedure, the hand switch did not function properly. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Data sent: 03/18/2009. Info anticipated, but unavailable at this time.